Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 355, 239 and 142 mg/dl. Tests were done with 11-20 minutes. Patient did not experience any adverse events. No further information has been reported.